Manufacturer narrative:
Sorin group (B)(4) mfrs the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during the procedure, the mast mounted pump stopped. The medical engineer reported that an error code was displayed but could not recall the actual code. The medical engineer power cycled the pump to clear the code and the pump re-started. The pump again stopped with an error code and was power cycled to clear the code. The medical engineer then loosened the occlusion and the case continued without further incident. The pump was re-started within three minutes. The pt was not affected due to the incident. Sorin group (B)(4) has requested that the pump be returned for eval. The investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that during the procedure, the mast mounted pump stopped and displayed an error code. The medical engineer power cycled the pump to clear the code and the pump re-started. The pump again stopped with an error code and was power cycled to clear the code. The medical engineer then loosened the occlusion, the pump started and the case continued without further incident. The pt was not affected due to the incident.